Manufacturer narrative:
This report is filed on april 30, 2019.

Manufacturer narrative:
This report is submitted on february 5, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient underwent surgery to explant the device (date not reported) and the patient was reimplanted with another company's device during the same surgery.